Event description:
Device malfunction: needle-to-cuff miss, difficult to remove, detached sheath time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in training in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during deployment of the proglide device, when the needle plunger was removed, the needle was not captured by the cuff. During device removal, resistance was encountered. The device was torqued with downward force due to a "deep tissue tract" causing the sheath to detach at the distal guide. The detached sheath was snared from the vessel with hemostats and manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). Incorrect care/use of against resistance - (B) (4): the device was received. Investigation is not complete.